Event description:
It was reported that during a da vinci-assisted prostatectomy - simple surgical procedure, the fenestrated bipolar forceps instrument was unable to deliver energy at the tip. The procedure was completed using a backup fenestrated bipolar forceps with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken conductor wire at the proximal end to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the proximal end. The location of the break is near the main tube-roll gear junction. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The root cause of this failure is attributed to manufacturing. This complaint is reportable malfunction event due to the following conclusion: the fenestrated bipolar forceps instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.